Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a gripper needle was punctured into the patient at the hospital and the administration of the drug solution and when the operator tried to flush the saline solution from the y site with a lure-slip syringe, the y site was loose and the saline splattered. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
One unit was received for evaluation in used condition. Visual inspection found the injection cap was apart from the y-site component. No other damage or visual defects were detected. The reported failure of loose/missing component was confirmed but not attributed to the manufacturing process since the sample was received in used condition. A device history review could not be performed as the lot number was not provided.